Manufacturer narrative:
Please note that this event was previously reported under manufacturing report number 9616099-2016-00582. The complaint was migrated from our previous complaint handling system. No additional information has been received. As indicated in a legal brief, plaintiff underwent placement of defendants' trapease vena cava filter on or about (B)(6) 2011. The filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but not limited to, filter embedded in wall of the ivc. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. The reported "filter embedded in wall of the ivc" captured as "vena cava injury", could not be confirmed and could not be further clarified at this time. The exact cause of the difficulty experienced by the customer could not be determined as procedural films were not provided. The cordis trapease permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Following implantation, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As indicated in a legal brief, plaintiff underwent placement of defendants' trapease vena cava filter on or about (B)(6) 2011. The filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but not limited to, filter embedded in wall of the ivc. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.